Manufacturer narrative:
(B)(4). The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the sterile packaging of the articular surface was opened, the technician noticed a hair in the packaging. Another device was used to complete the procedure. Attempts have been made, however, no additional information is available at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined this MDR should not have been filed under the current MFR number. This event will be reported under 0001825034-2022-00994.

Event description:
No further event information available at the time of this report.